Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was returned for reliability analysis.

Event description:
Additional information was received that right ventricular (rv) lead pacing impedance measurements continued to measure greater than 3,000 ohms, with loss of capture (loc) at 7.5v at 2ms. A revision procedure was performed. When tested with the pacing system analyzer (psa), the rv lead pacing impedance measured 450 ohms, with a threshold measurement of 0.6v. This device was explanted and replaced. The rv lead was connected to the newly implanted device. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that during a routine device check, right ventricular (rv) lead pacing impedance measurements were greater than 3,000 ohms with no capture at maximum outputs. No evidence of noise was observed in stored episodes and the patient with this device system displayed no symptoms and no inappropriate therapy received. A device and lead replacement procedure was likely to occur.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).